Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 505 mg/dl. Customer reported that, the blood glucose was high due to having overworked himself the last few days. The customer also reported that, the sensor had sensor updating and change sensor errors. The device will not be returned for analysis.